Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 80% stenosis post pre-dilatation and the physician noted that the difficult lesion anatomy contributed to the event). Deformation problem; no results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 80% stenosis post pre-dilatation and the physician noted that the difficult lesion anatomy contributed to the event). Unable to confirm complaint. (B)(4).

Event description:
Device evaluation: initial mandrel movement failed due to a blockage in the inner lumen. A number of struts on the 1st distal segment were raised and deformed. The second and third distal segments were deformed. The remaining segments were intact. The proximal pillow balloon folds were partially opened and disturbed.

Event description:
The physician attempted to deploy a resolute integrity 2.25x18mm drug eluting stent. The target lesion was in the rca and had 80% stenosis and was very calcified. The lesion was predilated with a sprinter legend 1.5x12mm balloon at 14 atm. The stent could not cross the lesion. When the catheter was withdrawn it was noticed that a stent strut was lifted. A competitor stent was used to complete the procedure. No patient complications were reported.